Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient rep charges implantable neurostimulators (ins) every monday and the right side usually takes 45 minutes and the left side about twice that amount of time. The caller noted that last night he went to charge the patient's left ins and about 5-10 minutes into the charge session, the caller noticed parkinsonian symptoms occurring--caller noted the patient's feet start to tremble. The caller noted as time passed, the symptoms seemed to get worse. The caller continued charging. Agent asked and the caller made no indication that the ins(s) would have been turned off at any point. The caller went on to say that about 5 minutes after being done with the charging, the issue seemed to resolve, the patient settled down and the patient slept well. The caller notes that after the charging session, when he removed the charger, it seemed as though everything was working correctly as it had before. The caller notes that the patient's dbs essentially has eliminated the patient's parkinsonian symptoms and they are please with the device(s). Agent advised the caller to consider following up with the managing doctor as the agent could not give a clear reason for the issue and noted to caller that there could be many factors involved.